Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle was slow to retract. The following information was provided by the initial reporter: we have reported other issues with the same product earlier this year ((B)(6) 2025) and with the same product, different lot number in (B)(6) 2024. Today we had 3 different issues with IV catheters. Unfortunately, only one packaging was saved. Lot 5045781 exp 2028-01-31. Issue 1. Rn 1: needle would not retract after sliding catheter off of the needle. Retractor button pushed multiple times. Eventually retracted after insyte held upright away from nurse and the patient. To my knowledge, there was no direct patient harm due to these various malfunctions ¿ it appears they likely obtained either a different product or just grabbed a different package of your product and hoped it would not malfunction and utilized that on the patient to provide whatever care was necessary. I did not enter that information and appears that the FDA must code these things post submission before pushing to you. Based on the information in the report we received, I do not believe there was a needlestick to any providers; it does sound like a patient may have needed to be re-stuck or there was a close call of a needlestick in issue

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 5045781. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.